Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged a 4 millimeter inaccuracy, direction not provided. The 3d model appeared to have loose skin. The surgeon opted to proceed and collected a section of the targeted anatomy, as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A software investigation was completed and determined the 3d exam model was very poor. As previously reported, the 3d model appeared to have loose skin. Software is functioning as designed. On (B)(6) 2015, a medtronic representative completed training with the surgeon regarding the use of navigation system software.